Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient had generator and lead explanted due to infection. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. Per the physician, the infection was caused by an external factor (not vns). Device evaluation is not necessary because the reported event has been determined as not related to vns therapy. No other relevant information has been received to date.